Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that six (6) maxzero trifuse extension sets all leaking at the filter.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported filter leakage, and returned 6 samples of material mz9270. The samples were examined, but no issues were seen visually. Then, the samples were all infused with water and the leakage at filter (air vent) was confirmed in all 6 samples. The supplier investigation confirmed there was leakage in all 6 samples, however they also found no issue with the filter membrane. The filters were flushed, cooked, and dried in order to remove any end user drugs/solutions and restore the filter to factory defaults. After this process, 5 of the filters no longer leaked, just 1 still did. The supplier could not directly find the root cause, but did not confirm any issue with the filters themselves. The root cause is potentially traced to the end user drugs/solutions. A device history record review could not be performed on material mz9270 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.